Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The patient¿s anatomy was reported to be difficult, contributing to the injury. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the patient sustained a common bile duct injury due to a fistula from a large stone eroding the common bile duct. The common bile duct was repaired robotically. The gallbladder was left intact, and a t-tube drain was placed intraoperatively. The procedure was then aborted due to the injury. The patient's anatomy was reported to be difficult, contributing to the injury. The patient was sent to a hepatobiliary surgeon to internalize the t tube or stent to avoid stricture.

Manufacturer narrative:
Additional information was obtained: it was reported that during a da vinci-assisted cholecystectomy surgical procedure, the patient sustained a common bile duct injury due to a fistula from a large stone eroding the common bile duct. The common bile duct was repaired robotically. The gallbladder was removed, and a t-tube drain was placed intraoperatively. The procedure was completed robotically. The patient was sent to a hepatobiliary surgeon to internalize the t tube or stent to avoid stricture.

Event description:
Refer to h11 for follow-up information.